Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 119 mg/dl. The compromised force sensor system alarm was found in the history. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime alarm due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, missing end cap sticker, stained address, serial number label and cracked reservoir tube lip.